Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continues uninterrupted. Technical support confirmed the alarm and arranged to send a replacement pump. The customer was instructed to put the current pump in storage mode, return it using the provided ups return box and pre-paid label within 10 days, and follow steps upon receiving the replacement pump.